Event description:
Pt had permanent pacemaker inserted 10/24/96. At 2:30am on 10/25/96, pt's heart rate was noted to be in the 30's. At 1045am pt was returned to the or, where blood was found around the connector, and dried. According to surgeon. Heart rate was increased from 60 to 80 beats per minute on reccomendation of MFR's representative.